Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room due to presyncopal symptoms. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient tolerated the procedure and was in stable condition.